Event description:
It was reported that the procedure was to treat the carotid artery with mild calcification and mild tortuosity. The acculink self expanding stent system (sess) was advanced to the lesion and the stent was deployed about 1/10 when the handle could not be pushed. The device was removed and attempted to release outside the anatomy which was successful. An xact sess was used to complete the procedure. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.